Event description:
The plum pump was continuouly alarming. I went to the patient's beside and verified the IV site. It was ok. After verificatiion , it realized that there was air in the distal IV tubing (distal meaning from the cassett to the patient's IV site). I tried to remove the air using a sterile syringe connected to the secondary cassette port, but did not succeed because at this point, I noticed and there was a leak in the cassette itself. The leak was noticed and solution had leaked into the pump and only the floor. The pump alarmed continuously and the following message was indicated on the screen: `cassette failure.' I proceeded to stop the infusion and restarted an IV line using a different peripheral site. A complete new set up was prepared and infusion restarted. Because of the situation , the patient did not received the full dose of medication. Upon further query the following information was provided, "the drug was not a chemo agent but most likely an anitibotic. There was some blood return in the tubing." There were no reported adverse patient effects. Though requested, no additonal information was provided.